Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Synergy ous mr 2.50 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. Damage was noted to the most proximal stent strut row; stent struts were lifted slightly on one side. The remaining undamaged crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 03-nov-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and severely calcified posterolateral branch of circumflex (cx) artery. After a non-bsc stent with a guide extension as a support failed to cross the lesion, dilatation with plain old balloon angioplasty (poba) was performed. A 2.50 x 16mm synergy¿ stent was then advanced but also failed to cross the lesion. The procedure was completed with poba only. No patient complications nor injuries were reported. However, returned device analysis revealed stent damage.